Manufacturer narrative:
No button error alarm. Unit received with intermittent button response due to moisture damage keypad trace. Unit communicate properly with one touch ultra link meter. Scratched lcd window, cracked display window corners, missing end cap sticker.unit passed rewind,basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 210 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.